Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump ahd prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that it is impossible to stop piston during rewind.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.